Manufacturer narrative:
Date of event is estimated the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4). Serial: (B)(4) batch: a000111929.

Event description:
It was reported the patient's lead had migrated. Patient reported 2 falls in the past year. Surgical intervention may take place at a later date.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.